Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Pump error 4 and 53 alarm found in the device history due to software error. Pump error 63 alarm confirmed in the device history due to broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump errors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.